Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was likely that the grasping section was closed without grasping any tissue (including after tissue resection) while the output was activated in seal & cut mode, leading to wear of the tissue pad. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that the tissue pad on the thunderbeat device had separated. No patients were involved.